Event description:
The costumer reported that there was no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " e231 and e238 error codes" malfunctions would likely be related a kink of the image sensor cable that caused the output signal line to become disconnected and short-circuited, resulting in an abnormal image and an error code being displayed, the kink of image sensor cable was cause by strong external load that was applied due to unexpected stress such as excessive twisting or bending. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's allegation of error codes e231 and e238 was confirmed. The following is included in the instructions for use (IFU): "chapter 3: preparation and inspection. 3.8: inspection of the endoscopic system".

Event description:
It was reported the deflectable videoscope experienced e231 and e238 when connected to otv-s700. The issue occurred during preparation for use for an unspecified procedure. The therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.